Event description:
It was reported that during use the right ventricular (rv) lead parameters was not ideal. During rv lead revision procedure, the re placement lead was unable to reach the target position due to patient anatomy. Physician had to give up implanting the new lead, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.